Event description:
On initial contact, dentist reported handpiece burnt patient's tongue. Attempted to contact on 10/08/2009, 10/14/2009 and 10/15/2009 to obtain additional info, but no contact was made.